Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had prime rewind anomaly and buttons error. Customer's blood glucose level was 110 mg/dl. Customer states insulin was squirting out during the manual prime process. Customer states drive support cap was normal. Customer also states insulin pump had button error and keypad anomaly. Customer states act button and down arrow do not respond when pushed first time. Customer also states buttons are harder to work. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.